Event description:
It was reported that pump experienced malfunction alarm. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose with manual insulin injection. Customer reset pump and continued using current pump for insulin therapy.